Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins was checked to see why it was turning off, but nothing was found to be wrong. The patient reported that their ins has only shut off once. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins was checked to see why it was turning off, but nothing was found to be wrong. The patient reported that their ins has only shut off once. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the battery had died. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they are seeing the ¿stimulation is off¿ screen, but they did not turn their stimulation off. The patient stated that this is the 4th time their stimulation has shut off without them turning it off. They indicated that the issue has been occurring since about 3 weeks prior to the report. The patient stated that they have always been at home when the issue has occurred. They also noted that when the issue occurs, they have been checking their implantable neurostimulator (ins) battery status, which shows that the therapy is off. The patient mentioned that they have walked through a court house security screener on 3-4 occasions since july, prior to the ins shutting off. The patient was re-directed to follow-up with their healthcare provider. Additional information received from the manufacturing representative (rep) indicated that the patient has an appointment with their doctor in 2 weeks. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the battery had died. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they are seeing the ¿stimulation is off¿ screen, but they did not turn their stimulation off. The patient stated that this is the 4th time their stimulation has shut off without them turning it off. They indicated that the issue has been occurring since about 3 weeks prior to the report. The patient stated that they have always been at home when the issue has occurred. They also noted that when the issue occurs, they have been checking their implantable neurostimulator (ins) battery status, which shows that the therapy is off. The patient mentioned that they have walked through a court house security screener on 3-4 occasions since july, prior to the ins shutting off. The patient was re-directed to follow-up with their healthcare provider. Additional information received from the manufacturing representative (rep) indicated that the patient has an appointment with their doctor in 2 weeks. No further complications were reported or anticipated.